Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Additional inaccuracies were reported on (B)(6) 2017 for the same sensor session. Exact values for the inaccuracies reported on (B)(6) 2017 were not provided but it was reported that there was a difference of 50 points. Examples provided are for the inaccuracies reported on (B)(6) 2017. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was provided. Review of the data log confirmed the reported inaccuracies. A root cause could not be determined via data.